Manufacturer narrative:
(B)(4). The device was returned for analysis. Returned product consisted of the rotalink burr catheter. The handshake connection, sheath, coil and burr were microscopically and visually examined. There were numerous kinks throughout the sheath and the coil was kinked; however, the device was not fractured or broken. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that a catheter fracture occurred. The target lesion was located in the coronary artery. A 1.50mm rotalink¿ burr was selected for use. During the procedure, as device was entering the lesion with low speed, it was noted that the burr catheter was fractured. The device was simply removed. The procedure was completed with another of the same device. No patient complications reported and patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a catheter fracture occurred. The target lesion was located in the coronary artery. A 1.50mm rotalink¿ burr was selected for use. During the procedure, as device was entering the lesion with low speed, it was noted that the burr catheter was fractured. The device was simply removed. The procedure was completed with another of the same device. No patient complications reported and patient's status was stable.